Event description:
It was reported that a male patient of approximately (B)(6) in age complained of pain, tongue swelling and dysphagia which worsened despite treatment with antibiotics and steroids. The patient was admitted to the (B)(6) hospital on (B)(6) 2014, where he was given IV antibiotics and steroids. A CT scan was also performed and demonstrated a lucency in the base of his tongue that was significantly larger than when compared to his 2011 CT. He had marked elevation of his white blood cell count (24,000) and was unable to swallow his own secretions. He was taken to the operating room as a result and an awake fiberoptic intubation was performed due to his tenuous airway. Aspiration of his tongue base revealed 10cc pus and exploration of his neck revealed a medtronic repose bone screw which was implanted in 2003 or 2004, was not secured to the mandible but instead loose within the soft tissue. The screw was removed along with its attached suture¿it was noted that the ¿loop¿ portion of the suture was coated with purulence and was sent to the pathology department. The patient was observed one night in the ICU for airway concerns, and was discharged post-operatively on the 2nd day. The patient¿s current status was reported as ¿doing well¿.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation. This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.